Manufacturer narrative:
(B)(4). Information received from kennedy's. Confirmed revision of pinnacle mom implants. Reason for revision was pain and indications of alval. The devices associated with this report were not returned. Per (B)(4), a review of the device history records is no longer required for the metal liner product and lot code combination. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Medical records were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Confirmed revision of pinnacle mom implants. Reason for revision was pain and indications of alval. Revision date confirmed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.